Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data showed that during the reported event the device was entered into pace mode. Since the device was in pace mode, the device was not capable of selecting the pads lead view. This prevented the user from accessing the charge function. The user would need to change to the defib mode of the device in order to charge/discharge energy. It was explained to the customer that the pads lead view is not an option while the device is in the pacer mode. Analysis of reports of this type has not identified an increase in trend.